Manufacturer narrative:
An event of retraction problem was reported. Information from the field indicated that the valve could not fully re-sheath during loading. The flexnav delivery system was returned to abbott for investigation. The sliding mechanism, deployment/re-sheath wheel, and 80% deployment button were all assessed and all were functional with no anomalies noted. The valve capsule was noted to be deformed, and the inner shaft was kinked. These damages are consistent with damage during use. Due to the state of the returned device functional testing was precluded. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the root cause of the reported retraction problem could not be conclusively determined. It is possible that procedural conditions, such as tension in the system during the procedure, contributed to the reported event. However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient had a horizontal aortic valve angle measured at 49 degrees. During the procedure, while attempting to recapture, the device was gradually pushed back toward the arch due to the influence of blood flow. As a result, the capsule ended up being recaptured at the arch (while the capsule was in a curved position). The valve could not be fully enclosed within the capsule. Fluoroscopic findings suggested a crumpled appearance at the proximal end of the capsule, and it had appeared that the capsule was caught internally, preventing the wheel from being turned. The device was retrieved from the body. No adverse vascular consequences such as dissection were observed. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient's status was stable.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). During the procedure, while attempting to recapture, the valve could not be fully enclosed within the capsule. Fluoroscopic findings suggested a crumpled appearance at the proximal end of the capsule, and it had appeared that the capsule was caught internally, preventing the wheel from being turned. The device was retrieved from the body. No adverse vascular consequences such as dissection were observed. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient's status was stable.